Event description:
It was reported that the product has a gas leak and spo2 doesn't increase even it is connected. There was no patient involvement, and no patient harmed reported.

Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. No abnormality related to the reported event was confirmed on the product's appearance during the visual inspection. There was no abnormalities found in the product's operation during functional testing. The cause is unknown as the event did not recur. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.